Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ise (ion selective electrode) patient results on their au480 clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. Quality control was within the customer's specifications. The customer did not provide patient demographics. The customer provided examples of the erroneous results.